Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03261. It was reported that one of the patient's leads had migrated. The issue was discovered and confirmed during an ipg replacement (reference reg report: 3006705815-2019-03263) that took place on (B)(6) 2019. In turn, the physician opted to explant and replace the existing lead. Therapy was resumed post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.